Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had multiple insulin pump errors. The blood glucose was 290 mg/dl at the time of the incident. Alarm did not occur during the rewind/prime sequence. Assisted customer in performing a self test and result was failed. Customer advised to replace the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected spi to motor pic communication error alarm noted during testing. Unit had severely scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and stained address/serial number label.